Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) from t10 to illium with instrumentation and interbody device. While tightening the center nut of the crosslink, the crosslink driver would not release at the appropriate torque. The crosslink was cut out and replaced with a different crosslink. Another instrument was used to complete the tightening of new crosslink without incident. Surgery was extended about 45 minutes. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): the crosslink and driver were returned for evaluation. Visual examination of the crosslink confirmed the crosslink hex is stripped. It is possible the crosslink was damaged due to tightening by the associated driver. Visual inspection of the associated driver did not reveal any material damage. The average torque reading was within specification, however, individual torque readings were identified as out of specification. Analysis findings for the driver are consistent with wear.